Event description:
It was reported by the patient that when the start button is pressed on the carelink monitor to initiate a manual transmission nothing happens, no lights begin to flash at all. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not interrogate during the initial visual/functional check. However, after further analysis was done, this failure disappeared, therefore a root cause could not be determined.